Event description:
It was reported that the touchscreen became frozen while the customer was entering blood glucose levels. Touchscreen became responsive during troubleshooting and insulin delivery was resumed. Customer did not know if blood glucose levels were impacted.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.